Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a male patient who used poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received via medical records on 12/10/2009. On (B)(6) 2008, the patient experienced high zinc and ferritin levels and low copper and ceruloplasmin levels. At the time of this report, the outcome of the events was unknown. Follow up information was received on 04/13/2010, via medical records. On (B)(6) 2007, a magnetic resonance imaging (MRI) of the thoracic spine showed bilateral l5 spondylolysis with mild first degree spondylolisthesis at l5 to s1 and midline and bilateral posterior paraspinous granulation tissue at l4 to l5 and extending inferiorly to the l5 to s1 region. On (B)(6) 2007, a MRI of the brain showed scattered white matter signal abnormalities with high signal intensity along the callosal septal interface and the visualized portion of the dorsal columns of the spinal cord. The constellation of findings would support a clinical diagnosis of multiple sclerosis, although other demyelinating processes were possible. A MRI of the cervical spine showed an abnormal signal in the dorsal columns of the cervical spinal cord extending through the entire length of the cervical cord. There was diffuse spondylosis with foraminal stenosis at multiple levels, which was moderate to severe on the right at c3 to c4 and severe on the right at c4 to c5. On (B)(6) 2008, it was reported in (B)(6) 2006 that the patient developed a sense of numbness of his left knee and lower leg. This was thought to be secondary to a problem in the knee and he underwent arthroscopic surgery for torn cartilage. He thought he was a little better for awhile and then the symptoms returned while he was in therapy. In (B)(6) 2007, he was driving home from work when suddenly he could not put the brake on at a red light. This resulted in a motor vehicle accident. He sat for awhile as his legs felt funny and when he got up, he was off balance. Within about five minutes, his legs felt more normal. He was referred to a neurologist. He had a tentative diagnosis of multiple sclerosis. His course had been one of progression. He started to use a cane in (B)(6) 2007, but fell in (B)(6) 2007 and needed to advance to a walker. He was using the walker for about three months before he had to advance to a chair. His wife described that his feet turned blue and purple when he was dependent and when he laid on his back, it was better. He was having a lot of pain in his left foot and his right foot from the ankle down. This had been going on about five months in the right foot and since the summer of 2007 on the left, when he went "tingly" from the waist down. He has had back pain sometimes radiating across the abdomen for six months. Imaging of his low back had been negative. The physician reported an impression of progressive predominantly dorsal column myelopathy. The longitudinal extensive nature of the lesion in his cervical spine would be against this being multiple sclerosis. This was most likely the kind of thing seen with copper deficiency or other autoimmune dorsal column demyelination. In (B)(6) 2008, the patient was diagnosed with a copper deficiency and copper supplementation was started. On (B)(6) 2008, the patient's active problems include demyelinating polyneuropathy and paresthesias and lower extremity weakness due to neuropathy, copper deficiency, and chronic (B)(6). The patient reportedly underwent surgery for lumbar stenosis and lower extremity weakness. The patient stated that after the procedure, he did well, but then had recurrence of symptoms and worsening paresthesia and lower extremity weakness. A cause for copper malabsorption was not determined. On (B)(6) 2009, the patient felt better with less spasms and discomfort. The patient could ambulate in the house with his walker. Nerve conductions in (B)(6) 2008, showed mild progression. On (B)(6) 2009, the patient was having a bone growth stimulator implanted. X-rays demonstrated good position of the graft and hardware. On (B)(6) 2009, the patient had more pain in the extremities, mainly in the neck and back, and some in the neck and back. The patient also complained of difficulty with sleep. His zinc, manganese, iron, ceruloplasmin, copper, and ferritin levels were normal. On (B)(6) 2009, the patient had retained counsel to investigate injuries he experienced that he related to the use of denture adhesive creams. On (B)(6) 2009, the patient was taking copper and neurontin. The patient complained of spasms in the lower extremities and some severe shooting electrical and aching discomfort at times. He was mostly wheelchair bound, but would use the walker short distances in the home and some in the yard if someone was there. Diagnoses continue to include copper deficiency disorder with myelopathy, neuropathy, and spastic paraparesis.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).